Event description:
It was reported that the ilet displayed a persistent battery level of 32% despite two hours on charge, multiple restarts, and attempts with different chargers and outlets, consistent with a premature battery discharge issue involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge of the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.